Manufacturer narrative:
A partial part number of 214.8xx was identified during the investigation. Based upon that information, the following information has been drawn: 214.8xx: 4.5mm cortex screw self-tapping (varying lengths) ¿ hwc: screw, fixation, bone ¿ k112583 (likely). Product investigation summary: two (2) 4.5mm cortex screws (partial part: 214.8xx / lot: unknown) was returned for investigation. The exact part numbers were unable to be determined since only the heads of the screws were returned. It was reported that the shafts were left in the patient after the screws broke during removal. An inspection of the fracture site shows no voids or darks spots, which indicates material homogeneity. The hex drive is undamaged on both screw fragments. Although the exact cause for the complaint condition could not be determined, it is likely that the screws were weakened due to fatigue from being implanted and then the force required to remove them, which ultimately exceeded the yield strength of the implant. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. One (1) broken plate was also received. The broken plate will be considered concomitant for this complaint as the breakage is being addressed in linked (B)(4). The relevant screw drawings were reviewed with no issues or discrepancies noted. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. This report is for two (2) unknown screws. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: on august 2, 2016, the manufacturer received two (2) broken screw heads. It is unknown when or how the second screw broke, so it is being included in this report. This report is for two (2) unknown screws.

Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown screw. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date in (B)(6) 2016. The screw was not fully explanted during the revision on (B)(6) 2016; a portion of the device remains in situ. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a patient returned to the operating room for revision on (B)(6) 2016. During the hardware removal, the head of one (1) screw came off proximally, distal to the total hip prosthesis. Although the screw head was retrieved, the shaft remained in the patient. No additional effort was made to retrieve the fragment as the surgeon determined its presence would not be detrimental to the patient. The procedure was completed without delay or further complication. This report will address the intra-operative event only. The reason for revision will be captured in and reported under linked (B)(4). Concomitant device(s) reported: 4.5mm lcp curved condylar plate (part: 02.001.306, lot: 7803020, quantity: 1). This report is for one (1) unknown screw. This report is 1 of 1 for (B)(4).